Event description:
The patient was reportedly experiencing retention issues. A surgery to replace the internal magnet has been performed. The explanted magnet was returned to the company on (B)(6), 2012.